Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed during use. There was no reported patient injury. The interventional procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The devices will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed during use. There was no reported patient injury. The interventional procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18277054 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed during use. There was no reported patient injury. The interventional procedure used a retrograde approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, size 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in a depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was returned in the black/white and red position. During this visual analysis, a kink was observed on the delivery shaft, located 3 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the kinked area to verify the outer diameter. The results obtained were within specification. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18277054 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the returned unit was received fully deployed. There was a kink noted on the shaft that may have contributed to the issue reported, however, dimensional analysis was within specification. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with the button fully depressed and the device deployed. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.